Manufacturer narrative:
Covidien reference number (B)(4). Covidien was not authorized to service the device.

Event description:
It was reported that, an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.